Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t-wave oversensing. Technical services (ts) was consulted, discussed reviewing different vectors and exercise patient. The qrs appeared to become wider and leading to t-wave oversensing. This s-ICD system remains in service. No additional adverse patient effects were reported.